Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a cup: catalog#: rd118858, lot#: 547410. Biomet femoral stem: catalog#: 11-103208, lot#: 711600.

Event description:
It was reported patient underwent a hip revision procedure approximately eleven years post-implantation due to elevated metal ion levels. The modular head was removed and replaced, and an active articulation bearing was also implanted.

Event description:
It was reported patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels. The modular head, taper adapter and liner were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.